Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized twice due to high blood glucose levels. Customer stated that he was in a state of diabetic ketoacidosis at the time of the first incident. Blood glucose level at the time of admission was not provided. The customer reported that he was in a state of diabetic ketoacidosis at the time of the second incident as well, and had a blood glucose level over 400 mg/dl. Customer stated that he was wearing the insulin pump at the time of admission, but experienced a high blood glucose level due to not being able to afford supplies. The customer was shipped emergency supplies. The insulin pump was not replaced or returned for analysis.